Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6)2024, which is off-label usage of the device. On (B)(6)2024, it was reported that the patient experienced inaccurate cgm values. The egv was 60-40 mg/dl then low and the bg was not checked. The patient uses tandem mobi. She self-treated with 4 to 6 glucose tabs every 2 hours and gave herself glucagon injection. An unspecified time later, she was throwing up, was tired and delirious. Her son called the ambulance. In the ed, the bg was 1100 mg/dl and she could not recall the egv. She was reportedly comatose. In the hospital, she was treated with insulin drip, IV hydration and possibly antibiotics. She was treated for dka for 4 days before discharge. At the time of the report, she ws doing fine. No data was provided for evaluation. The allegation and the probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.